Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall during second prime. The device was reset and rerun, and the battery failed to power the sma drive, resulting in a flatline of timeouts and no rotation of the ratchet gear. A second rerun reproduced these results. The sma assembly was actuated using the test points on the pcb, indicating the pcb was making proper contact with the sma drive. It could not be determined what prevented power from flowing between the top battery and the sma drive, resulting in the device's failure to deploy. The device emitted a double beep during testing of the device. Inspection of the device found no issues capable of preventing the functioning of the piezo.